Event description:
The customer reported that the insulin pump alarmed an error. The blood glucose reading was 487mg/dl. Troubleshooting was performed, and the device failed the displacement test. Advised the caller that the insulin pump will be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Prime alarm noted during basic occlusion test due to loose drive support disk. Scratched lcd window and cracked battery tube threads noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.